Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 05mar2024, it was stated that the customer was initially provided with remote service for their device issue, but no repair was completed following the remote service because the customer refused to pay for repair. No further work was performed by philips to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero failure alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The investigation is ongoing.